Manufacturer narrative:
The exposed portion of the soft cannula was flattened/kinked. During the investigation, the damaged did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached about 400 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment, correction boluses were delivered.